Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.